Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was unknown. The caller stated that the customer had multiple lows possibly caused by not eating that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The caller was unsure if the customer was wearing the insulin pump at the time of death. The customer had the issues for about 6 months before passing. It is unknown if the customer was using sensors. The caller stated they believed the customer was "done fighting". The caller stated there was no indication of any complication or fault, and that the customer had passed on her own terms. The caller declined to return the insulin pump for analysis and any further contact while grieving.